Manufacturer narrative:
The device was manufactured from january 4, 2021 - january 5, 2021. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened blue winged cap. The blue cap was securely connected, and a functional leak test was performed, and it was noted that no signs of a leak were observed. Based on the sample analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Initial reporter address: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked from an unknown location. This was observed ¿during the opening of the packaging after preparation just before connecting the folfusor to the patient¿. There was no patient involvement. No additional information is available.